Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. During the investigation the device was found to have damage patient pogo pins due to multiple pad-pak insertions. On receipt of the device both the patient pogo pins were observed to be bent and failing to spring into position. The pogo pins were replaced.

Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.